Event description:
Boston scientific crm received information that during a follow up visit, it was noted that this implantable cardioverter defibrillator and right ventricular defibrillation lead exhibited noise with oversensing which caused pacing inhibition of 7 seconds duration. A revision procedure was performed. During the procedure; visual inspection noted no damage to the device header or the lead body and all terminal pins appeared to be completely connected to the header. However, the device had been implanted sub-pectorally and was included in the subpectoral implant 2009 field advisory. The decision was made to remove and replace the device and defibrillation lead. The device was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The explanted right ventricular defibrillation lead was not returned to boston scientific crm, therefore; the clinical observations could not be confirmed. Should additional information become available, an amended report will be submitted.